Event description:
It was reported that the pt fell and broke two of the leads associated with only one of the two implantable neurostimulator systems that the pt had concurrently implanted. This was confirmed by the pt's physician at the last appointment. The pt was to meet with the physician on (B)(6) 2011, and was scheduled for a CT scan on (B)(6) 2011. No pt symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information. When the stimulator was "on," the patient had pain at the lead location and around the stimulator, and the patient had bleeding from the rectum. The device was turned off at the time of the report because the pain was eased when the device was off. The patient was scheduled to have the device removed, but the patient needed her heart checked first. One heart test was "ok," but the other heart test was "not good."

Manufacturer narrative:
(B)(4).